Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of no ventilation output could not be duplicated or verified. Ventec downloaded the electronic records from the device for review. Ventec observed multiple "high pressure" alarms had been logged by the ventilator during the event. This would conceivably stop the inhalation portion of the breath after hitting the high press limit and therefore create a situation where they would get low vte's (exhaled tidal volume) because the breath was not allowed to finish, and may explain the reported low tidal volume; however, this could not be conclusively confirmed, nor could the high pressure alarms be duplicated. Proper device operation was observed through functional and performance testing. The cause of the reported issue could not be determined.

Event description:
It was reported to ventec that the device did not deliver breaths (ventilate) during an event. The respiratory therapist who was present advised the reporter that the patient's breaths per minute was set to 15 but the inspiratory tidal volume (vti) levels were low. The patient was then placed on another ventilator for care. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. No further details about the patient or the event were provided.

Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.